Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A part of the distal end of the subject device was missing. The user noticed it after a pharyngolaryngoscopy. The procedure was completed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; manufacturing history (DHR) of the device confirmed no irregularity. Objective lens was missing. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.